Event description:
Drive devilbiss healthcare was notified of an incident involving a knee walker by the end user's mother who reported that during use, the knee rest broke in half from front to back causing the end user to fall on the toes of his pre-existing injured foot. An ultrasound was performed revealing a small blood clot although it is uncertain if this was caused by the fall. The device was returned to the original retailer and therefore is unavailable for evaluation.